Event description:
It was reported that a customer experienced a past event where their blood glucose was displayed as "high"; although specific value was not provided. The customer administered a correction bolus using their pump. No further assistance was required as the issue was resolved.